Event description:
The customer reported that the lemo connector was damaged on the system. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The lemo connector cable assembly was replaced. The system was tested and operates as intended.